Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: "rupture" as reported by patient.

Event description:
Patient, through other company representative, reported "rupture". This record is for the left side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient, through other company representative, reported "rupture". Healthcare professional later, through distributor, reported "preventive replacement". This record is for the left side. The device was explanted.